Event description:
Customer called to report a drive tube leak at 783ml whole blood processed using cellex 40257 with kit lot b350/330. Customer stated the drive tube and bowl are still seated in the retainer clips and bowl holder, but there is a hole in the drive tube about 2 inches above the lower bearing retainer clip. Female patient has a blood pressure reading of 70/48, customer states they are starting to give fluids to the patient now, patient has a hematocrit of 28.3% and a platelet count of 52,000 using acd-a set at a 10:1 ratio. The fluid balance is -86ml. Css assisted the customer with calculating the blood loss (bowl and drive tube 151 + return bag volume 71ml + collet tubing 20ml + return tubing 15ml + return pump tubing segment 2ml + blood filter 25ml + pump tubing organizer 16ml = 300ml - 30ml (acd-a 10:1; 10% = 30ml) - 270ml blood loss. Css called the customer back for additional information, the patient is asymptomatic, she has been given 1l of fluids, current blood pressure is at 83/48 and they are running a cbc. Customer stated that the biomed on site will repair the instrument and replace the leak detector in the centrifuge chamber. Customer requests another call back, due to needing to get off the phone. Css called the customer back and the patient cbc results were in, hematocrit is at 22.8% from 28.3%, hemoglobin is at 8.1 from 9.8, and platelet count is now at 46 from 52. The provider has ordered one unit of red cells for the patient and they have rescheduled the patients ecp treatment to (B)(6) 2014. Customer will return product for investigation. Update (B)(4) 2014: customer still has the contaminated kit within their possession, they did receive the (B)(4) box and will be sending the kit back to therakos for investigation within the next two weeks.

Manufacturer narrative:
Batch record review of lot b350 was conducted. There were no non conformances related to this type of event for this lot. Lot met release requirements. Trends have been reviewed for this complaint category and a trend has been detected. CAPA (B)(4) has already been opened to investigate cellex's drive tube leaks related failures. This event is reportable based on the medical intervention (transfusion). It can not yet be determined if this particular product met specification as it has not yet been returned by the customer for analysis. (B)(4).